Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck) and was resetting. The cause for the failure was isolated to the u409 can trasceiver on the computer/analog board. Pin 3 on u409 was shorted. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.